Manufacturer narrative:
Product analysis: analysis could not confirm the customer's comments as the programmer would not switch off as reported . It was also noted that the stylus tip had a small crack but was functional. The printer paper tray was empty and missing release handle. The lower hinge plate, rear display cover, media door and upper handle was broken. The bullet assembly was missing. The left and right keyboard slide rails and right keyboard hinge was broke. The spacer between the link electronic module and micro processor unit board was broken. The company logo button was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. It was remarked that a short circuit in the radiofrequency head cable could cause a programmer to shut-down. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned to service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the radiofrequency (rf) head was moved the programmer turned itself on and off. No patient complications have been reported as a result of this event.